Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
The patient's mother reported that the per the patient's physician, the vns is not having the desired effect, and the patient is experiencing stronger, more frequent, seizures. It was indicated that the patient is being seen every 15 days to have their settings adjusted. No other relevant information has been received to date.